Event description:
The hospital reported that there is an issue with the t.w. Power supply. It wasn't working well. There was a second power supply to finish the case.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.